Event description:
The pt was placed in radiolucent xr2 base and skull clamps and positioned prone on gel rolls for a decompressive cervical laminectomy c3-c7 with a decompressive lumbar laminectomy l1-l4. The pt had not been repositioned...surgery had not yet started- the incident took place 5-10 minutes after initial positioning, prior to any sterile drapes covering the pt. The surgeon and the physician's assistant heard a loud crack and immediately grabbed the pt's head as it fell off the base. The pt incurred a superficial laceration of the skin of the scalp. The surgery was delayed 30-45 minutes as the surgeon had to repin and reposition the pt with our "metal system". It appears the pin in the swivel adapter is what snapped. The malfunction was that the screw snapped and broke, dislodging the pt's head from the headpiece. The visible injury incurred was a superficial tear in the skin on the scalp, from one of the skill pins that was required stitching. The skull pins used are adult mayfield disposable skull pins, manufactured by integra neurosciences reference number a1072. Lot number not known at this time. The pt recovered from the tear.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.